Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The third party biomedical technician reported he was unable to duplicate the reported vent inop, and the diagnostic log had been cleared prior to his service. The biomedical technician reported the the ventilator passed testing and operated to specifications, including alarms.